Event description:
It was reported that the wake button became detached from the pump. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.